Event description:
These devices were reported along with ees#95209 by the customer, but the devices were discarded. There were (7) 355ld and (6) 512sd trocars that all had broken valves(torn gaskets) during a laparoscopic cholecystectomy. No further info available other than no consequence to the pt.